Manufacturer narrative:
During inspection and testing, service found the emergency off (emo) button was loose. The customer requested the device be returned to the facility without being repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for preventive maintenance. During inspection and testing, service found the emergency off (emo) button was loose. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose emergency off button (emo) is likely normal wear and tear. The emo button design changed in august 2022 after the device was manufactured in 2019. The design change did not affect its functionality. The design was changed by now having the user only push the emo button rather than rotating the knob clockwise until it is released into the original position. Olympus will continue to monitor field performance for this device.